Event description:
It was reported that the user experienced prolonged hyperglycemia and subsequent hypoglycemia while using the ilet, with a highest glucose of 400 mg/dl for about eight hours and a lowest glucose of 40 mg/dl for about one hour; the user repeatedly paused the system, used multiple meal announcements as correction entries, and pre-treated lows, which was assessed as misuse and likely caused algorithm maladaptation. Customer care provided support that included troubleshooting, and assignment of additional user training, with consideration for a factory reset. Investigation of this case revealed that user behavior that conflicted with intended use likely contributed to the glycemic excursions. Symptoms included sweating during the hypoglycemic episode. Outcomes included self-treatment with glucose tablets and automated correction by the ilet, without outside assistance or medical intervention. It was concluded that the device functioned but was misused, and that user re-education and potential device reset should mitigate recurrence.